Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-4316, lot #: 19274982, description: next generation anchor kit-sterile .model#: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a swollen and infected ipg site after following an implant procedure. It was also reported that the patient's ipg got discolored and something had ruptured that it began to bleed heavily. The patient was placed on antibiotics and underwent an explant procedure. The physician did not believe that the device was causing infection, it was more of the point that the wound that was caused for making the incision festered and got infected.

Event description:
A report was received that the patient experienced an infection and swelling. The patient noted that the patient¿s swelling and infection started after their permanent implant procedure. The patient later experienced wound dehiscence, reporting that their ipg site was discolored, ruptured, and began to bleed heavily. On (B)(6) 2017, the patient was admitted to the hospital and they were administered IV antibiotics via PICC line. On (B)(6) 2017, the patient underwent an explant procedure wherein all of their devices were removed. The patient was discharged from the hospital and the event is resolving. The event was assessed as being related to the procedure and unrelated to the device.